Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procodes: kwp, kwq, mnh, mni, osh. Reporter is a synthes employee. The device history record (DHR) of product code: 199721000, lot: 299922 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: february 24, 2021. Visual inspection: the verse correction key was returned and received at us customer quality (cq). Upon visual inspection, the distal threads of the poly lock (p/n: 887010007) were observed to be broken and the broken threads were not returned. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: functional test cannot be performed as the device was returned by itself. However, the broken threads would have contributed to the complaint condition. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Expedium verse: dual lock assembly. Investigation conclusion: the complaint condition is confirmed for the verse correction key. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a scoliosis procedure on (B)(6) 2021, when inserting the correction key, two (2) of them tilted. One (1) screw was fixed with the unitized set screw and the other screw was not fixed at all. There was a fifteen (15) minutes surgical delay due to the reported event. The procedure was successfully completed. No patient consequences reported. This report is for a verse correction key. This is report 3 of 3 for (B)(4).